Event description:
It was reported that bd syringe 3ml ll 200 s/c had a volumetric accuracy concern. Verbatim: complaint via email. Email(s) attached. There seems to be two variations of 3ml ll syringe product code 309657. Can we order the version of the syringe that does not say "plastipak" on the syringe? We noticed that on the plastipak syringes some of our drugs are getting stuck on the syringe. We don't have that problem with the syringes that don't say "plastipak". We are working with nuclear medicine, and one radioactive drug gets "very sticky" in the syringe that says plastipak.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.